Event description:
During a laparoscopic tubal ligation a 5mm conmed bladed, disposable trocar was used to enter the peritoneal cavity through an umbilical incision. When the trocar was removed from the abdomen, the scrub tech noted that one of the plastic shields of the trocar spike was missing. A thorough search with the laparoscope with the abdomen, pelvic and laparoscopic trocar tract did not visualize the 2mmx5mm piece of white plastic. The plastic was never found on the sterile field nor was it found on the mayo stand or operating room floor. The surgeon denied any difficulty or resistance when he inserted the trocar. The surgery was completed and the pt was taken to the pacu in stable condition.